Event description:
It was reported that pump experienced malfunction with displayed malfunction code, but no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, performed pump reset with guidance, and malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction returned.